Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd safetyglide¿ needle there was an issue with safety hard to press down to activate.

Manufacturer narrative:
Investigation summary: the returned samples were inspected by a trained quality representative who removed the housing and latch to inspect the needles. One needle was observed to have a slight bend to it and the rest of the needles were straight. The housing/latch assembly was replaced and all needles functioned according to design. The bent appearance is being caused by the contact of the latch against the needle. The returned samples were determined to be acceptable for use. There were no documented issues recorded in the device history records for the needle assembly batches # 8128792, 8128786, 8128784 associated with this complaint. The returned samples were determined to be acceptable for use. No root cause can be determined as no defect was found.

Event description:
It was reported with the use of the bd safetyglide¿ needle there was an issue with safety hard to press down to activate.